Event description:
A pt was admitted for treatment of a highly calcified instent restenosis of a non-cordis stent in the superficial femoral artery lesion. After the second inflation of a 5.0 x 10 cm savvy dilation catheter, it was noticed that the balloon marker had slipped down an inch. The balloon marker was in the correct position during the first inflation. The event did not result in the balloon being out of position, and the procedure was completed with the device without injury to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.